Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed, this report would be updated should pertinent information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture due to possible dislodgement. Patient programmed to aai @ 60 ppm. Patient is scheduled for rv lead repositioning. No adverse patient effects. Km